Event description:
It was reported that the device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed and successfully released in the laa of the patient. After the device was released it shifted proximal and became canted in the laa. A few minutes later it was noted that the device had appeared to move from its original position in the laa. The physician felt that the device was still acceptable and will reevaluate it at the 45 day follow up visit. There were no patient complications as a result of this event. The patient was discharged home doing fine the following day as planned.